Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection on the sensor insertion site, with symptoms of yellowish drainage/pus, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2024. User's hcp is aware of the event and prescribed clindamycin. Per dms, user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an infection on the sensor insertion site, with symptoms of yellowish drainage/pus, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2024. User's hcp is aware of the event and prescribed clindamycin. Per dms, user is currently using the system with up-to-date information.